Event description:
In 2003, the pt reportedly experienced sound percept problems while using their device. The center exchanged the pt's sound processor which resolved the problem. Later, the pt reportedly was unable to hear sound while using their sound processor. They exchanged external equipment. However, the problem was not resolved. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.